Event description:
The customer reported that a 500 cc hydration pouch was connected via a y-connector with enteral nutrition pouches (sondalis energy 500 cc and sondalis energy fibre 500 cc) to a gastrostomy tube. The 500 ml of water was administered over 1 hour instead of 10 hours due to incorrect programming of the kangaroo pump (bolus rinse volume) by the visiting nurse. The patient received a single 500 cc rinse bolus instead of 10 boluses of 50 cc over 10 hours. The patient was hospitalized on day 3, for bronchopulmonary disease possibly related to an error hydration flow rate on a gastrostomy tube, in a context of significant fragility (inhalation pneumonitis at repetition, history of resuscitation, limitation of care).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The service history record was reviewed, and there was no previous information available for this device. The device was not returned for evaluation; however, the customer stated the device was programmed incorrectly by the visiting nurse. Without the product, a detailed investigation could not be performed and the reported condition could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. We will continue to monitor and take actions as applicable.